Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of it. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located a crack on the back of the pump found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked reservoir tube lip, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and serial number label missing. Cosmetic damage was confirmed cracked case (battery tube).